Event description:
During a catheter based myocardial ablation procedure for atrial fibrillation, a faradrive steerable sheath clear, farawave, and starter guidewire was selected for use. Septal puncture was performed using a non-boston scientific device. Upon catheter insertion into the sheath, air entered through the sheath valve, requiring sheath replacement. During the application, the patient blood pressure decreased, raising suspicion of cardiac tamponade, then pericardiocentesis was performed. According to the physician, the event likely occurred either during insertion of the coronary sinus (cs) catheter or during the septal puncture.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.